Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter was evaluated and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were evaluated and the primary complaint was not confirmed; in addition, a secondary issue was noted, the test strips were found to have results below range when tested with control solution. Due to the return date of the test strips, retains were ordered for testing; the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3: this supplemental is being sent to include information omitted from the narrative of follow-up #2. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10:54am on (B)(6). The patient reported obtaining a blood glucose reading of "179mg/dl" on the subject meter and "147mg/dl" on an accuchek meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "sweaty, dizzy, shaky and weak in the knees" between one and two hours later. The patient reported self-treating these symptoms with food/drink at 1pm. The reported blood glucose readings fall within lifescan's accepted criteria for accuracy. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.